Manufacturer narrative:
Device evaluation: the complaint device was returned to the manufacturer for evaluation and visual inspection was performed. The lens was received cut in two pieces. One part of the lens was received outside the cartridge and the other one was observed caught inside the cartridge tube. The cartridge tube was broken. Therefore, the reported device problem code of cartridge crack was confirmed. No other defect or damages were observed in cartridge. Manufacturing record review: the manufacturing record review could not be performed because the lot number is unknown. During the manufacturing process, inspections are performed on tube and tip areas for cracks. No cracking or stress marks is allowed. No bubbles in the tube, in the hinge area or loading zone are allowed. A search for the historical same/similar issue cannot be performed as lot number is unknown. Based on the analysis of the return, analysis of the return historical complaint review and non-conformance/corrective action and preventative action (CAPA) review, there is no indication of a product malfunction or product quality deficiency. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridge. The dfu contains a specific section on visual inspection for any damages prior to use. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when an intraocular lens, model zcb00v, was implanted, the trailing haptic was torn. The surgeon had to cut the lens in half to remove it from the patient's eye. Additional follow-up indicated that there was an incision enlargement of about 4mm. When the surgeon tried to implant another zcb00v, the cartridge, model 1mtec30, used was broken. A third zcb00v lens was used. The patient was prescribed rinderon and nevanac (anti-inflammatory drug) as normal standard care to address the eye inflammation. No further information was provided. This MDR is being filed on the reported broken cartridge. A separate MDR is being filed to capture the event concerning the first lens with the reported torn haptic and incision enlargement.